Event description:
It was reported that during ventilation, the ventilator did not deliver a tidal volume. There was no patient harm. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) could not reproduce the reported issue. The ventilator passed all safety and functional tests and was cleared for clinical use. The ventilator logs were downloaded. Evaluation of received ventilator logs was performed. There is no ventilation on the reported event date. The correct event date is believed to be (B)(6) 2017 where alarms were generated indicating an excessive leakage in the patient breathing circuit or a disconnect situation; peep low, respiratory rate high, patient circuit disconnected and expiratory minute volume low. These alarms continued during 3 minutes until the ventilator was set to standby by the user. Expiratory minute volume low alarm is the primary indication when the patient is not sufficiently ventilated. Successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided.

Event description:
(B)(4).